Event description:
It was reported bd pen needle was difficult to prime, and unable to deliver insulin. The following information was provided by the initial reporter: "customer, dt1 since 4-5 years today injected his insulin with a bd pen needle. He performed 2 testdoses at first with no insulin coming out of needle, but still tried injecting with the needle. With very strong force he was able to inject part of his dose. After taking needle out of skin he pushed the plunger again and there was a very thin squirt of insulin coming out of needle, and it went to the right instead of downwards."

Manufacturer narrative:
The following fields were updated due to corrected information. H4: device manufacture date: 2021-03-09. H6: investigation summary two open 31g x 5mm pen needle samples were returned from lot. No. 1068565, cat. No. 320212. A functionality test was carried out on the returned sample along with a clog test as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd pen needle was difficult to prime, and unable to deliver insulin. The following information was provided by the initial reporter: "customer, dt1 since 4-5 years today injected his insulin with a bd pen needle. He performed 2 testdoses at first with no insulin coming out of needle, but still tried injecting with the needle. With very strong force he was able to inject part of his dose. After taking needle out of skin he pushed the plunger again and there was a very thin squirt of insulin coming out of needle, and it went to the right instead of downwards."